Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 05 occurred. Subsequently, a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the customer had followed the prompts during the load sequence during the cartridge alarm 05 and the pump was not outside of the allowable operating altitude range at the time of the cartridge alarm 06. There was no reported adverse impact to customer's blood glucose level. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy.